Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, significant oozing was noted at the insertion site. The previous sutures were removed, and new forward tension sutures were placed. The patient was rolled and the distal reperfusion sheath that was placed in the left femoral artery (arterial extracorporeal membrane oxygenation (ECMO) cannula extremity) came out. Significant bleeding occurred. ECMO flows were reduced due to loss of volume. Four units of packed red blood cells, two units of fresh frozen plasma and volume was transfused. Moreover, heparin was removed. The medical doctor increased impella flows at the ECMO. The patient went into complete heart block overnight requiring a temporary pacing wire. Care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.